Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: no root cause could be determined as the complaint could not be confirmed.

Event description:
Patient stated she locked down the needle button for the v-go she planned to wear today. Patient stated when she removed her hand the v-go loosened and v-go fell off shortly after locking down needle button patient stated she noticed that the adhesive on that v-go seemed less 'sticky" than prior v-go's she has used.